Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he got a no delivery alarm on the insulin pump. Customer stated that he changed everything and found a circle on the pump. Customer stated that he was put on pregnazon and his blood glucose was going up and his settings were changed. Customer stated that he might have turned the pattern back on. Customer's blood glucose was 417 mg/dl at the time of the incident. Customer treated with 20 units of manual injection twice today. Customer reported that the alarm was resolved by a complete set change. Customer was advised to monitor the issue and turned off the pattern. Customer stated that his blood glucose has been high since friday. Customer stated that his blood glucose had been going back up since the change was made on friday. Customer was advised to contact his doctor about the setting. Customer confirmed that he was already off the pregnazon and that his basal rates have been changed back.